Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the device was returned late last week.

Event description:
It was reported the patient had been seeing their manufacturer representative frequently for reprogramming sessions and their adaptive stimulation was activated at their last appointment on (B)(6) 2015. The patient had a possible infection at their wound site and blood work was to be done to determine if the infection could be confirmed or ruled out. The patient was also experiencing drainage at the opening and a fever. There were no issues with the therapy or device itself however the patient wanted their device explanted and was scheduled to meet with a neurosurgeon to discuss explant. No interventions had been scheduled however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was administered perioperative antibiotics and they did not have meningitis. The patient was experiencing leak from the wound at their pocket site. The patient was entire system was explanted on (B)( 6) 2015 and they continued using antibiotics. Cultures were taken of the wound site however the results were unknown.